Manufacturer narrative:
Preliminary risk indicates: severity: 3 (critical). Missing dose records may cause an overtreatment and this may potentially result in a serious injury. Probability: c (remote). If the sw version is syngo rtt 4.1 then the customers have been informed with a sal to do manual recording in case of failed transfer jobs. If the sw version is rtt <4.1, then this is the first time, that such an issue has been reported. No other products are concerned.

Event description:
A potential product issue has been reported with our primview product. In the abundance of caution, this issue is being reported. It has been reported that patient treatment information on the record and verify system has been lost. Further investigation regarding the cause is necessary. No information was reported that suggests that a mistreatment or serious injury has occurred.